Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer said that over the last 6 months she has been getting readings of lo, which on the system indicates a result of less than 10 mg/dl, on her meter in the morning and when she retests, the reading is often higher on tests taken within ten minutes. Customer said that the retest results range from 152-220 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.